Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Reportedly, the cartridge was removed outside of the load sequence. Tandem technical support educated the customer to not remove the cartridge outside of the load sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.